Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that the implantable cardioverter defibrillator was oversensing post-paced t-waves in an episode of non-sustained right ventricular oversensing. The patient did not receive any inappropriate shocks due to the oversensing. Programming changes were discussed but did not occur.

Manufacturer narrative:
Correction - h6 patient code should be (B)(6).